Event description:
It was reported that the cause of the event was fraying of the lead. The damaged left electrode was removed and a fresh electrode replaced it. The coating of the electrode was disintegrating and the wires were fraying on the distal end. Hospitalization was required and the patient outcome was marked as a non-serious injury or illness, he recovered without sequela, and as a serious injury or illness that recovered without sequela.

Event description:
It was reported that the patient was having a MRI because the lead was broken and they wanted to place a new one. The reporter did not know when the lead break occurred. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3389s-40, lot# v013037, implanted: (B)(6) 2006, product type: lead. (B)(4).